Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.12 volts during preimplant testing. The box labeling specified a monitoring voltage of 3.25 volts. A boston scientific technical services consultant discussed holding the device for 24 hours and performing another capacitor reformation. It was later reported that after 24 hours the monitoring voltage remained low, at 3.12 volts. The device was not used and will be returned for analysis.